Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited that the insertion part (a-rubber) had protruded. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: the insertion part (a-rubber) had protruded. Based on the results of the investigation, it suggests probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. However, the root cause of the reported issue could not be determined/identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.